Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received one catheter as a sample. At both lumens, a non-vygon needle-free connection system was connected to the luer lock hub. The green lumen was flushable and tight. The orange lumen was difficult to flush. Throughout the catheter occlusion is visible, and even after massaging the catheter tube and flushing it with warm water the catheter is still occluded. However, after flushing with water and air did not show any defect or leakage. Microscopic step-by-step examination of the returned sample did not show any abnormalities or damages. A review of the batch history records for 8178424 was performed, and no deviations were found. The batch complied to its specifications and was released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exceptions found. There are three further complaints for batch 8178424 and seven further complaints regarding a leaking catheter on code 4g07125223 within the last three years. This query relates to all complaints that have come to our attention worldwide. Corrective action: based on vygon germany's investigation, no defects were found in the returned sample, therefore, no further corrective action will be initiated at this time.

Event description:
Attempted guidewire exchange of single lumen medcomp into dual vygon. Catheter was flushed prior to insertion by assistant and no issues noted. After placement, leaking noted at site, with flush of one lumen, and catheter had to be removed. There was a hole in the catheter. Lot number: 22k015d.outcome: patient had to get an additional procedure with placement in the opposite extremity.

Manufacturer narrative:
The sample is still in decontamination process and has not been returned for evaluation. The results of this investigation is still pending.

Event description:
Attempted guidewire exchange of single lumen medcomp into dual vygon. Catheter was flushed prior to insertion by assistant and no issues noted. After placement, leaking noted at site, with flush of one lumen, and catheter had to be removed. There was a hole in the catheter. Lot number: 22k015d. Outcome: patient had to get an additional procedure with placement in the opposite extremity.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Attempted guidewire exchange of single lumen medcomp into dual vygon. Catheter was flushed prior to insertion by assistant and no issues noted. After placement, leaking noted at site, with flush of one lumen, and catheter had to be removed. There was a hole in the catheter. Lot number: 22k015d. Outcome: patient had to get an additional procedure with placement in the opposite extremity.